Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 199 mg/dl at the time of the incident. The customer reported putting in a new battery and the insulin pump still won¿t come on. The customer did troubleshoot the issue and the display did not return. The insulin pump will be returned for analysis.